Event description:
The pt reported the bolus delivery of the infusion device is very small and the pt experienced elevated blood glucose as a result. The pt changed the infusion set and insulin and was not able to resolve the issue. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.